Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2265 and se 2084, which occurred on the homechoice (hc) during use during a previous therapy. The technical service representative (tsr) explained. The home patient (hp) stated that they tried to open the door during therapy to check the bags. The hp stated that they were advised to change the bags. The tsr explained that they could not change the bags during therapy. The tsr explained that if they need to setup with new supplies, they would need to end therapy. The tsr suggested that the hp call if they get an alarm. The tsr advised the hp to let their registered nurse (rn) know of the missed therapy. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed based on the customer report. However, the root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. A follow-up MDR will be submitted if any additional information is received.